Event description:
It was reported to philips that the system did not start up, stuck at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and hard drive. The device was returned to expected functionality. Philips has continue to investigation of the complaint.

Manufacturer narrative:
A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.